Event description:
It was reported that the patient's ipg became inoperable following a lithotripsy that was performed over the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
A manufacturer representative was able to recover the device.